Manufacturer narrative:
(B)(4). The lot was manufactured from march 18, 2015 ¿ march 19, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor ran out in 23 hours instead of 46 hours. This occurred during infusion of an unknown drug. There was no patient injury or medical intervention associated with this event. No additional information is available.